Manufacturer narrative:
Evaluated one open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test : reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm insulin pump. Conclusion: reservoirs does not leak and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 to 60 mg/dl at the time of the incident. The customer used juice to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer noticed their blood glucose was dropping after treatment. The customer believes the pump is over delivering. Troubleshooting was completed and the pump passed a self test and a displacement test. The customer reported pump physical damage including the end cap. The insulin pump, reservoir, and infusion set will be returned for analysis.